Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: d9 (device available for eval).

Event description:
N/a.

Event description:
It was reported by the customer that during use, cardiosave intra-aortic balloon pump (iabp) had continuous gas leak on start up and unable to ready the five lead ECG. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions, initial reporter: (B)(6), event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 (initial reporter), g1 (contact person mfg site), g3, g4 (PMA/510k), g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: b5, b6, b7, h6 (health effect impact codes) a1 field should be left blank. Kindly revert this field. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, cardiosave reported not working on ECG. Tests carried out and found to be working fine. All tests passed. Suspected issue to be with the customers ECG leads, recommend to replace ECG leads. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications. Customer replaced with their own ECG cables, they did not require to purchase one from getinge.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) experienced a continuous gas leak during startup and was unable to read the five-lead ECG, though it can operate using the slave lead. No patient harm was reported.